Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized from a bent cannula. Her blood glucose at the time of incident was 949 mg/dl. She stated that she had several highs and felt bad and called to see her doctor, who upon seeing her admitted her into the hospital. Troubleshooting was declined. No products were returned or shipped.